Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. After analyzing the system, the fas determined that prolactin samples were programmed using the "batched" option. This involves entering a starting and ending rack. If at least one sample within these positions were not completed the "batch process" will not be acknowledged by the system as completed. Also, if any of these racks are loaded onto the system, it will trigger a repeat test. In this case, the racks were programmed for prolactin with a manual dilution factor of two. Therefore, once the racks were loaded on the systems and the episode number was scanned, the system picked up the pending orders and thereafter triggered a prolactin order and performed a manual dilution(x2) on all tests. As per advia centaur xp operator's guide, "do not schedule a rack as diluted and then use that same rack in the same batch, scheduled as undiluted. The system uses the dilution instructions from the first batch for every appearance of that rack within the batch. Wait until the batch of diluted samples is no longer in the pending batches view of the worklist before reusing the rack for undiluted samples." The racks affected (used for batch testing of prolactin) were cleared and the issue resolved. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2018-00035, 2432235-2018-00047 and 2432235-2018-00049 were filed for the same issue.

Event description:
The operator of an advia centaur xp system reported that the patient sample was incorrectly flagged with manual dilution (dilution factor x2). Therefore, the result was multiplied by two when the sample has not been manually diluted. The incorrect result was reported to the physician(s). Upon review, the corrected result was sent to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect flagging.